Manufacturer narrative:
(B)(4). Firing shuttle; release button post the analysis results found that one ec60 device was returned with the firing mechanism damaged. The device was received with a fully fired cartridge reload present. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components; the idler gears, the firing shuttle, and the release button post were noted to be damaged. The damage to the firing mechanism is consistent with high (outside indicated use) forces due to firing the device in thicker tissue then indicated or attempting to fire a locked device. The damage to the release button post is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. Although the release button is not part of the firing mechanism, when it breaks, it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the closing handle could not close correctly. After trying a few times, it could close. While the surgeon tried to fire, a strange noise was heard and firing was almost impossible. Also, opening the device was very hard and almost had to be cut out. The jaw did not open completely when the instrument was opened. It is unknown how the procedure was completed. There were no adverse consequences for the patient.